Manufacturer narrative:
(Off label use in peripheral vasculature). The stent remains in the pt's body. The lot number was not identified; therefore, a device history record review could not be performed. An angiographic image was provided. Abbott's review of this image revealed the xceed stent, implanted in the distal superficial femoral artery and proximal and mid-popliteal artery, was deformed, possibly twisted. The stent is stenosed at its proximal and distal end. At the distal stenosis, there is a fracture. It is not clear whether some struts were still connected.

Event description:
Device malfunction: stent fracture. Time of malfunction: post procedure. Symptoms/ae: claudication. It was reported that approx two weeks post uneventful xceed stent implantation in the distal superficial femoral and proximal and mid popliteal arteries, the pt developed claudication. Angiography, done in 2008, revealed the stent was fractured in three pieces. A femoral-popliteal bypass graft was performed. There was no adverse pt sequela. Though requested, no additional info was provided.